Event description:
The dentist reported the locator abutment screw fractured during placement.

Manufacturer narrative:
This device has not been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon visual inspection, it was found that the locator abutment was fractured at approximately the 1st thread. The rounded portion that retains the overdenture appears new. The component was returned to the manufacturer zest for investigation. Zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. Investigation review did not identify information suggesting the product contributed to the event. No details were provided regarding the placement and/or maintenance activities. No definitive root cause could be determined. (B)(4)